Event description:
It was reported that the inflatable penile prosthesis was removed and replaced due to experiencing weakness and aneurysm. The patient experience weakness in (the) corpora and an aneurysm on the right side. No further patient complications were reported in relation to this event.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed and replaced due to weak corporal tissue and aneurysm of the right cylinder. No further patient complications were reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was removed and replaced due to weak corporal tissue and aneurysm of the right cylinder. No further patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such in the instructions for use.